Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip becoming caught in the chords causing a leaflet perforation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was positioned on the mitral valve and became caught in the chords. Troubleshooting was performed and the clip was freed. However, there was a possible small perforation on the medial side of the posterior leaflet. The procedure continued and the clip was implanted reducing the final mr to a grade of 2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported clip becoming caught in the chords was unable to be determined. The reported tissue injury (perforation on leaflet) was due to the clip becoming caught in the chords. The reported patient effect of tissue injury is listed in the mitraclip system instructions for use and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.